Event description:
It was reported that the stent was detached from the balloon. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 7.0x40x75cm express ld stent balloon expandable catheter was advanced for treatment. The stent was inserted into the sheath; however, the device could not get it into correct placement. When attempting to push the sheath over the stent to reposition, it appeared that the stent was detached from the balloon. The balloon and the stent were pulled back into the sheath and were removed successfully without any issue. Upon removal, it was confirmed that the stent was detached from the balloon. The procedure was completed with a new express ld stent. No complications were reported.